Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. The same anatomical conditions likely contributed to the resistance met during first advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The 3.0 x 12 mm nc tenku balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation but it would not cross. An unknown bdc was used to perform the pre-dilatation successfully and a stent was implanted. The nc tenku was re-advanced to the lesion for post-dilatation; however, the balloon ruptured after the first inflation. It was reported that the nc tenku balloon may have been compromised by the calcified vessel during advancement for pre-dilatation. A non-abbott replacement bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.